Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) did bilateral dbs lead implantation for a patient with parkinson disease. During the first stage of surgery, intraoperative impedance testing with alligator clip was shown within normal range. During stage 2, upon connecting the extension and implantable neurostimulator (ins), impedance testing was performed with the clinician programmer and showed "high impedance" (red x-high) value at the contact 3 of the left subthalamic nucleus (stn). They are not sure what caused the issue. The surgery process was fine except the last impedance testing showed abnormal result on the left implanted lead. There was no obvious/visible damage was found by the hcp. The hcp did the following to troubleshoot the issue but the issue persisted: check connection on the extension to ipg as well as the connection on the lead to extension. No obvious damage was found. Gently wiped dry upon checking and connected back but the issue still persist. Open twist lock cable to check the impedance setting on the lead only and the impedance result was still the same. Thus, they thought that there maybe a damage at the lead contact. The hcp decided to leave the implant in the patient since it is not possible to change the lead as it was already in stage 2 when the problem was detected. The hcp was concerned about the incident. There was no patient injury but noted that it will affect patient's eligibility on MRI scan. No further stimulation test is done after surgery, thus, they are still unsure if the issue will affect the therapy benefit for the patient.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389-40 lot# 0221657327 serial# implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.